Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for unexplained and ketones on (B)(6) 2016 with a high blood glucose level of over 600 mg/dl. The customer stated that they were stressed prior to the hospitalization. The customer declined troubleshooting the issue. The customer was treated for their blood glucose with IV fluids. The customer did not believe the insulin pump had any issues. The customer did not return the product back for analysis.